Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03441 & 04645).

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2004. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, difficulty ambulating and metallosis debris. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records indicate that during the revision procedure, evidence of fluid, trunnion corrosion, a 2cm x 2cm superolateral bone cyst and a 2cm x 2 cm cyst located anterior superiorly were noted.

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2004. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, difficulty ambulating and metallosis debris in the acetabulum and femur. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.